Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion and prime test. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
The customer reported that insulin was squirting out during the manual prime process, and felt he was wasting a lot of insulin. His blood glucose was 88 mg/dl. During troubleshooting, the customer stated that no alarms were present on the insulin pump and it was not stuck in a rewind complete or bolus delivery loop. The customer also stated there was no gap between the piston and reservoir stopper during the prime. After changing the infusion set and holding it about eight inches away, one squirt and then another occurred. The customer stated the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.